Manufacturer narrative:
H3: as reported by the exactech knee replacement study, approximately ten months post tka, the 58 y/o male patient had revision due to a mycobacterium deep infection. The event is not related to the device but possibly related to the procedure. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient conditions, which caused the infection.

Manufacturer narrative:
Concomitant medical products: tibial insert (cat# 02-012-35-3511). Tibial tray (cat# 02-012-45-3535). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately ten months post tka, the (B)(6) y/o male patient had revision due to a mycobacterium deep infection. The event is not related to the device but possibly related to the procedure.